Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage could not be confirmed. The account reported that the patient¿s shower bag had a hole. The patient was showering and their batteries got wet. The patient¿s shower bag was replaced at their appointment on (B)(6) 2019. The hospital requested a replacement. Multiple requests for additional information regarding the product¿s return were sent to the customer; however, no additional information was received. No product was available for investigation. The hmii IFU and patient handbook state that all wear and carry accessories should be inspected periodically during use. If an accessory appears damaged or worn, do not use it and call your hospital contact for a replacement. Furthermore, the hm shower bag IFU states that the system controller or batteries should never be exposed to water. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information was not provided. PMA/510(k) #: p060040; p160054. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a hole in the shower bag. Patient was showering and his batteries got wet. The shower bag was replaced at the appointment (B)(6) 2019; the hospital requested to replace their shelf stock.